Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 had failed and it was unable to open. The field service engineer (fse) resolved the issue by replacing the position sensor on main drawer 4 and successfully recovered the drawers.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4 failed and it was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to dispense medication from the pharmacy. However, there were no adverse events or injuries reported due to this event.